Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the surgeon reported that the universal surgical manipulator (usm) arm 4 was blocked and that the system displayed a message regarding alignment. Despite these issues, the procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found upon visual inspection, physical damage to the rolling loop ground straps were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the rolling loop ground straps were verified to be the source of the fault. The complaint regarding an arm blocked error was confirmed by failure analysis. The probable root cause can be attributed to the rolling loop assembly.